Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for low blood glucose. The customer¿s blood glucose was 44 mg/dl at the time of the incident. The customer's blood glucose was 169 mg/dl at the time of call. Patient has been experiencing low blood glucose for since (B)(6) 2017. Customer stated that he had low blood glucose for the last week, and this morning the reading was 59 mg/dl. Last week it was 44 mg/dl. The customer experienced symptoms such as shakes, tingles, anxiety, desperation, confusion. Customer treated for high blood glucose with food and glucose tablets. Customer states the drive support cap appears normal (slightly indented). Reviewed pump programming. Customer reports programming was accurate. Performed displacement test which passed. Caller stated during the call the pump was exposed to an x-ray machine. Customer reported that they have contacted their healthcare professional regarding the low blood glucose. Customer was not calling back to perform an high pressure test. The insulin pump will not be returned for analysis.